Event description:
It was reported that the patient had progressive loss of effect of their pump without withdrawal symptoms. The patient was in rehab at a hospital. A hcp at the hospital "tried some bolus dosing which may have been helpful." The patient was still losing effect and having "more and more spasticity." On (B)(6) 2012, a CT dye study was performed. The hcp was able to gain access into the catheter access port but was unable to aspirate any cerebral spinal fluid; therefore, the test was aborted. The patient was taken to the operating room and the baclofen system was explored. The catheter was disconnected at numerous sites starting at the pump and moving back to the spine without any evidence of csf flow during any of the course of the catheter. The old catheter was removed with no csf leak. The new catheter was planned to be implanted in this patient, however, despite multiple attempts at gaining access to the cerebral spinal space, they were unable to gain access to any cerebral spinal fluid despite multiple attempts at multiple levels. There was one short period of time where there was cerebral spinal flow through the needle but it stopped after just a couple of drops out of the catheter despite being passed easily, did not produce any csf. The case was therefore aborted. The patient's old catheter and old pump were explanted completely. The patient had no withdrawal symptoms previously but they did take measures to prevent any baclofen withdrawal. The patient left the operating room without any functioning pump system. The patient returned to the rehab hospital. The patient was stable without signs of withdrawal. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), product type catheter. The initial MDR was filed as MFR report # 3007566237-2012-00967. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)